Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Monitored for a few days with no failed battery test alarms noted during testing. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a hardware low level error alarm. Blood glucose was unknown. The insulin pump will be returned for analysis.